Event description:
Follow up information received reported that the cause of the event was unknown and there were no known patient symptoms. The left implantable neurostimulator showed impedances of >2000 ohms (current at 13, voltage 3.72) when measured on (B)(6) 2011. The ins battery was noted as "ok." The right ins had normal impedance measurements (956 ohms). The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The settings were at 6.5 volts, 90 pw and 185 hz. It was unknown what therapy impedances were but it was believed they could be >2000 ohms. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-00349

Manufacturer narrative:
Concomitant medical products: lead model unk serial # unk implanted: (B)(6) 2003 explanted: unk; extension model unk serial # unk implanted: (B)(6) 2003 explanted: unk; lead model unk serial # unk implanted: (B)(6) 2003 explanted: unk; extension model unk serial # unk implanted: (B)(6) 2003 explanted: unk; implantable neurostimulator (ins) model 7426 serial # (B)(4) implanted: (B)(6) 2009 explanted: unk.

Manufacturer narrative:
(B)(4)